Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of insulin flow blocked alarm. The customer's blood glucose reading was 221 mg/dl. The customer stated that she changed the infusion set and still received insulin flow blocked alarm. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms were noted. The insulin pump had minor scratched display window and minor scratched case.